Event description:
Patient was undergoing a total elbow arthroplasty with the zimmer 5mm flexible reamer being used on the patient's ulna. The head of the reamer fractured and became lodged in the patient's ulna. The fractured tip was unable to be removed. The risk of removal was greater than allowing the fractured tip to be retained. The 5mm reamer is one piece in a set of progressively larger reamers. Zimmer intramedullary reaming system. The reamers have a silver colored shaft with a gold colored bit/augur at the end. There is a channel for a guide-wire to pass through the reamer. It appears that the augur bit fractured and broke from the shaft.